Manufacturer narrative:
During testing no button error alarm noted during testing however, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on liquid crystal display window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the alarm. Blood glucose level was 145 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).